Event description:
A portion of the roticulating fan retractor broke off in the pt while in use during a laproscopic procedure. While retracting a liver endoscopically, a finger on the fan retractor fell off. Fortunately, the surgeon was able to retrieve the piece with no discernible harm to the pt.